Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and chipped reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 57 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap was loose. The customer had pushed the cap back in and resumed insulin pump therapy. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.